Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the digestive tract during a retrograde biliary catheterization procedure to treat gallstones performed on (B)(6) 2026. During the procedure, upon initial activation of the sphincterotome using the erbe vio 3 electrosurgical unit, a slight depression of the cut pedal resulted in an unexpected breakage of the cutting wire. The clinical team immediately retracted the broken filament back into the duodenoscope. No leaks were detected during post procedure endoscope reprocessing, including leak testing. Photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked. There were no patient complications reported as a result of this event.